Event description:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ severe persistent pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy on essure") and abortion spontaneous ("miscarriage") in a (B)(6)-year-old female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included panic attacks, seizures and asthma. Concurrent conditions included constipation, bleeding breakthrough, endometriosis and lower abdominal pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleeding / menstrual hemorrhaging /abnormal bleeding (menorrhagia)"), rash ("excessive rashes") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), infection ("frequent infections"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss") and dyspareunia ("pain during intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and ovarian cyst outcome was unknown and the infection, menorrhagia, back pain, abdominal pain, abdominal distension, abnormal weight gain, migraine, alopecia, rash and dyspareunia had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion spontaneous, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, infection, menorrhagia, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "chronic pelvic pain/ severe persistent pelvic pain / pain" outcome updated to "recovering / resolving", events- "abnormal bleeding (vaginal), depression, mental anguish, dysmenorrhea (cramping), right ovarian cyst, she did not undergo essure confirmation test", lot number added from pfs. Historical and concomittant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ severe persistent pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy on essure"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy abnormal bleeding") in a 28-year-old female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included panic attacks, seizures, asthma, gravida ii, parity 4 ((B)(6)2007, (B)(6)2008, (B)(6)2010, (B)(6)2013) and miscarriage (jul2013, apr2014 , aug2016). Concurrent conditions included constipation, bleeding breakthrough, endometriosis, lower abdominal pain and blood pressure high. Concomitant products included lisinopril since january 2013 for blood pressure high as well as cefixime (flexeril), hydrocodone since january 2013, medroxyprogesterone acetate (depo provera)(B)(6)2013 to august 2013 and paracetamol (acetaminophen) since 2013. On (B)(6)2013, the patient had essure inserted. In june 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 days after insertion of essure. On (B)(6)2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In july 2013, the patient experienced menorrhagia ("heavy menstrual bleeding / menstrual hemorrhaging /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In august 2013, the patient experienced rash ("excessive rashes"). In september 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6)2018, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("frequent infections"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain was resolving, the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and ovarian cyst outcome was unknown, the genital haemorrhage and menorrhagia had resolved and the infection, back pain, abdominal pain, abdominal distension, abnormal weight gain, migraine, alopecia, rash and dyspareunia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion spontaneous, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash and vaginal haemorrhage to be related to essure. The reporter commented: miscarriage: I did not go to the hospital I treated myself at home. The plaintiff experience three previous pregnancy episode with essure in jul2013, apr2014 and aug2016,which is captured under case 2019-078713 ,2019-078689 and 2019-078710 respectively. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ severe persistent pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy on essure"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy abnormal bleeding") in a 28-year-old female patient who had essure (batch no: a96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included panic attacks, seizures, asthma, multigravida, parity 4 (on (B)(6) 2007, on (B)(6) 2008, on (B)(6) 2010, on (B)(6) 2013) and miscarriage (on (B)(6) 2013, on (B)(6) 2014 , on (B)(6) 2016. 6 spontaneous abortions). Concurrent conditions included constipation, bleeding breakthrough, endometriosis, lower abdominal pain, blood pressure high, abdominal hernia, ovarian cyst, vaginal disorder, uti, breast lump, breast pain, menometrorrhagia, diarrhea, stomach cramps and endometriosis. Concomitant products included lisinopril since on (B)(6) 2013 for blood pressure high as well as cefixime (flexeril), hydrocodone since on (B)(6) 2013, medroxyprogesterone acetate (depo provera) on (B)(6) 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)". On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleeding / menstrual hemorrhaging /abnormal bleeding (menorrhagia)" and vaginal haemorrhage ("abnormal bleeding (vaginal)". On (B)(6) 2013, the patient experienced rash ("excessive rashes"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("frequent infections"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss /hair loss (thinning)."), dyspareunia ("pain during intercourse"), urinary tract disorder ("urinary problems") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain was resolving, the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, ovarian cyst, urinary tract disorder and allergy to metals outcome was unknown, the genital haemorrhage and menorrhagia had resolved and the infection, back pain, abdominal pain, abdominal distension, abnormal weight gain, migraine, alopecia, rash and dyspareunia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: miscarriage: I did not go to the hospital I treated myself at home. The plaintiff experience three previous pregnancy episode with essure on (B)(6) 2013, on (B)(6) 2014 and on (B)(6) 2016,which is captured under case: (B)(4) respectively. Discrepancy noted: on (B)(6) 2018. The device was deployed with approximately 5 coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis: on (B)(6) 2016: 1. Status post cholecystectomy. 2. Tiny nonobstructing renal calculi. 3. Foley catheter in place. Ultrasound scan: on (B)(6) 2014: anteverted homogeneous uterus with secretory endometrium, essure clips are seen in the cornual / lateral fundal region bilateral, left ov has a 2.2cm cyst with internal low level echoes appears. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,menorrhagia, abd pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs and mr received. Reporter's information updated. Events:urinary problems, nickel sensitivity were added.concomitant drugs, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ severe persistent pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy on essure"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy abnormal bleeding") in a 28-year-old female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included panic attacks, seizures, asthma, multi gravida and parity 4. Concurrent conditions included constipation, bleeding breakthrough, endometriosis, lower abdominal pain and blood pressure high. Concomitant products included lisinopril since (B)(6) 2013 for blood pressure high as well as cefixime (flexeril), hydrocodone since (B)(6) 2013, medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 months 9 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In august 2013, the patient experienced menorrhagia ("heavy menstrual bleeding / menstrual hemorrhaging /abnormal bleeding (menorrhagia)"), rash ("excessive rashes") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), infection ("frequent infections"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and ovarian cyst outcome was unknown, the genital haemorrhage and menorrhagia had resolved and the infection, back pain, abdominal pain, abdominal distension, abnormal weight gain, migraine, alopecia, rash and dyspareunia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion spontaneous, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 9-jan-2019: plaintiff fact sheet received : event of 'heavy abnormal bleeding' added. Outcome was updated for the event menorrhagia. Concomitant drug was added. Concomitant condition was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe persistent pelvic pain / pain'), pregnancy with contraceptive device ('pregnancy on essure'), abortion spontaneous ('miscarriage') and genital haemorrhage ('heavy abnormal bleeding') in a 28-year-old female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included panic attacks, seizures, asthma, multigravida, parity 4 (B)(6) 2007, (B)(6) 2008, (B)(6) 2010, (B)(6) 2013) and miscarriage (jul2013, apr2014 , aug2016 6 spontaneous abortions). Concurrent conditions included constipation, bleeding breakthrough, endometriosis, lower abdominal pain, blood pressure high, abdominal hernia, ovarian cyst, vaginal disorder, uti, breast lump, breast pain, menometrorrhagia, diarrhea, stomach cramps and endometriosis. Concomitant products included lisinopril since january 2013 for blood pressure high as well as cefixime (flexeril), hydrocodone since january 2013, medroxyprogesterone acetate (depo provera)21-jun-2013 to august 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 days after insertion of essure. On (B)(6) 2013 the patient experienced depression ("depression") and anxiety ("mental anguish"). In july 2013, the patient experienced menorrhagia ("heavy menstrual bleeding / menstrual hemorrhaging /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In august 2013, the patient experienced rash ("excessive rashes"). In september 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("frequent infections"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss /hair loss (thinning)."), dyspareunia ("pain during intercourse"), urinary tract disorder ("urinary problems") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, ovarian cyst, urinary tract disorder and allergy to metals outcome was unknown, the genital haemorrhage and menorrhagia had resolved and the infection, back pain, abdominal pain, abdominal distension, abnormal weight gain, migraine, alopecia, rash and dyspareunia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: miscarriage: I did not go to the hospital I treated myself at home. The plaintiff experience three previous pregnancy episode with essure in jul2013, apr2014 and aug2016,which is captured under case 2019-078713 ,2019-078689 and 2019-078710 respectively. Discrepancy noted: (B)(6) 2018 the device was deployed with approximately 5 coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: 1. Status post cholecystectomy. 2. Tiny nonobstructing renal calculi. 3. Foley catheter in place. Ultrasound scan - on (B)(6) 2014: anteverted homogeneous uterus with secretory endometrium, essure clips are seen in the cornual / lateral fundal region bilateral, left ov has a 2.2cm cyst with internal low level echoes-- appears. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,menorrhagia, abd pain lot number:a96185 manufacture date:2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: all source document information, reporter and reference section from deletion case 2019-208494 was added to this case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe persistent pelvic pain / pain') and abortion spontaneous ('miscarriage') in a 28-year-old female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included panic attacks, seizures, asthma, multigravida, parity 4 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2010, (B)(6) 2013) and miscarriage ((B)(6) 2013, (B)(6) 2014 , (B)(6)2016 6 spontaneous abortions). Concurrent conditions included constipation, bleeding breakthrough, endometriosis, lower abdominal pain, blood pressure high, abdominal hernia, ovarian cyst, vaginal disorder, uti, breast lump, breast pain, menometrorrhagia, diarrhea, stomach cramps and endometriosis. Concomitant products included lisinopril since (B)(6) 2013 for blood pressure high as well as cefixime (flexeril), hydrocodone since (B)(6) 2013, medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleeding / menstrual hemorrhaging /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced rash ("excessive rashes"). In (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy on essure"). On (B)(6) 2018, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), infection ("frequent infections"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss /hair loss (thinning)."), dyspareunia ("pain during intercourse"), urinary tract disorder ("urinary problems") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and allergy to metals had resolved, the abortion spontaneous, pregnancy with contraceptive device, depression, anxiety, dysmenorrhoea, ovarian cyst and urinary tract disorder outcome was unknown and the infection, back pain, abdominal pain, abdominal distension, abnormal weight gain, migraine, alopecia, rash and dyspareunia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: miscarriage: I did not go to the hospital I treated myself at home. The plaintiff experience three previous pregnancy episode with essure in (B)(6) 2013, (B)(6) 2014 and (B)(6) 2016,which is captured under case (B)(4) ,( B)(4) and (B)(4) respectively. Discrepancy noted: (B)(6) 2018 , (B)(6) 2018. The device was deployed with approximately 5 coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: 1. Status post cholecystectomy. 2. Tiny nonobstructing renal calculi. 3. Foley catheter in place. Ultrasound scan - on (B)(6) 2014: anteverted homogeneous uterus with secretory endometrium, essure clips are seen in the cornual / lateral fundal region bilateral, left ov has a 2.2cm cyst with internal low level echoes-- appears. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,menorrhagia, abd pain lot number:a96185, manufacture date:2013-02 ,expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: all information related to reporters, reference section and source document from case: (B)(4) was removed from this case. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe persistent pelvic pain / pain'), pregnancy with contraceptive device ('pregnancy on essure'), abortion spontaneous ('miscarriage') and genital haemorrhage ('heavy abnormal bleeding') in a 28-year-old female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included panic attacks, seizures, asthma, multigravida, parity 4 (B)(6) 2007, (B)(6) 2008, (B)(6) 2007, (B)(6) and miscarriage (B)(6) 2013, (B)(6) 2014 , (B)(6) 2016 6 spontaneous abortions). Concurrent conditions included constipation, bleeding breakthrough, endometriosis, lower abdominal pain, blood pressure high, abdominal hernia, ovarian cyst, vaginal disorder, uti, breast lump, breast pain, menometrorrhagia, diarrhea, stomach cramps and endometriosis. Concomitant products included lisinopril since (B)(6) 2013 for blood pressure high as well as cefixime (flexeril), hydrocodone since (B)(6) 2013, medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On 30-jun-2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In july 2013, the patient experienced menorrhagia ("heavy menstrual bleeding / menstrual hemorrhaging /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced rash ("excessive rashes"). In september 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("frequent infections"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss /hair loss (thinning)."), dyspareunia ("pain during intercourse"), urinary tract disorder ("urinary problems") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). And essure was removed on 15-jan-2018. At the time of the report, the pelvic pain was resolving, the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, ovarian cyst, urinary tract disorder and allergy to metals outcome was unknown, the genital haemorrhage and menorrhagia had resolved and the infection, back pain, abdominal pain, abdominal distension, abnormal weight gain, migraine, alopecia, rash and dyspareunia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: miscarriage: I did not go to the hospital I treated myself at home. The plaintiff experience three previous pregnancy episode with essure in jul2013, apr2014 and aug2016,which is captured under case (B)(4) and (B)(4) respectively. Discrepancy noted: (B)(6) 2018 , (B)(6) 2018 the device was deployed with approximately 5 coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: 1. Status post cholecystectomy. 2. Tiny nonobstructing renal calculi. 3. Foley catheter in place. Ultrasound scan - on (B)(6) 2014: anteverted homogeneous uterus with secretory endometrium, essure clips are seen in the cornual / lateral fundal region bilateral, left ov has a 2.2cm cyst with internal low level echoes-- appears. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,menorrhagia, abd pain lot number:a96185 manufacture date:2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe persistent pelvic pain / pain'), pregnancy with contraceptive device ('pregnancy on essure'), abortion spontaneous ('miscarriage') and genital haemorrhage ('heavy abnormal bleeding') in a 28-year-old female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included panic attacks, seizures, asthma, multigravida, parity 4 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2010, (B)(6) 2013) and miscarriage ((B)(6) 2013, (B)(6) 2014 , (B)(6) 2016 6 spontaneous abortions). Concurrent conditions included constipation, bleeding breakthrough, endometriosis, lower abdominal pain, blood pressure high, abdominal hernia, ovarian cyst, vaginal disorder, uti, breast lump, breast pain, menometrorrhagia, diarrhea, stomach cramps and endometriosis. Concomitant products included lisinopril since (B)(6) 2013 for blood pressure high as well as cefixime (flexeril), hydrocodone since (B)(6) 2013, medroxyprogesterone acetate (depo provera) (B)(6) 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleeding / menstrual hemorrhaging /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced rash ("excessive rashes"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("frequent infections"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss /hair loss (thinning)."), dyspareunia ("pain during intercourse"), urinary tract disorder ("urinary problems") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and allergy to metals had resolved, the pregnancy with contraceptive device, abortion spontaneous, depression, anxiety, dysmenorrhoea, ovarian cyst and urinary tract disorder outcome was unknown and the infection, back pain, abdominal pain, abdominal distension, abnormal weight gain, migraine, alopecia, rash and dyspareunia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: miscarriage: I did not go to the hospital I treated myself at home. The plaintiff experience three previous pregnancy episode with essure in (B)(6) 2013, (B)(6) 2014 and (B)(6) 2016,which is captured under case (B)(4) respectively. Discrepancy noted: (B)(6) 2018. The device was deployed with approximately 5 coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: 1. Status post cholecystectomy. 2. Tiny nonobstructing renal calculi. 3. Foley catheter in place. Ultrasound scan - on (B)(6) 2014: anteverted homogeneous uterus with secretory endometrium, essure clips are seen in the cornual / lateral fundal region bilateral, left ov has a 2.2cm cyst with internal low level echoes-- appears. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,menorrhagia, abd pain lot number:a96185, manufacture date:2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome for the event pain, bleeding and allergic reaction were updated to resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.